Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8703w, lot# l45806, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
It was reported that the patient missed a pump refill that was supposed to have occurred last week. Yesterday afternoon ((B)(6) 2014) the patient presented to the e.r. (Emergency room) with withdrawal symptoms. The pump was refilled and the patient was given two baclofen boluses; a 75mcg bolus over 4 minutes and a 35mcg bolus over two minutes, 10 minutes apart from one another. The patient responded with decreased intensity and frequency of spasms. The daily dose was programmed to 300 mcg. By the evening of the same day and the next morning the patient was doing better but was still intubated and in the hospital. The device system was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported the patient had become unresponsive prior to reaching the emergency room. The reason for the missed refill was that the patient¿s hcp was out of town and the appointment had been rescheduled. It was also noted the patient was also taking oral baclofen. The patient¿s status at the time of the report was indicated as ¿much improved¿. The pump was also used to deliver morphine.

Manufacturer narrative:
(B)(4).